Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer reported they were able to clear the alarm and able to received request of rewinding the insulin pump. Self test was failed. The customer stated that the insulin pump was shut down while performing self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned device for alleged pump error and hardware low level failure found on june 17, 2022. The device passed the displacement test, but the device failed the self test. Test p-cap locks properly into the reservoir compartment, however, cosmetic damage to the retainer ring was noted during visual inspection. Hardware low level failure appeared during the self test. Pump error was not noted during testing. Successfully downloaded device history files and traces using thus software. In the device history files and traces, hardware low level failure alarmed on the event date of june 17, 2022 at 16:39:19:00 or 4:39:19 pm (variable number: 3). Pump error was not found in the history files and traces on the event date of june 17, 2022. Device was cut open to perform visual inspection and found a broken trace on the chip of the keypad assembly, no physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, corroded battery tube, cracked reservoir tube lip, and a cracked retainer. Pump error was not confirmed. Hardware low level failure was confirmed during testing and in the device history files and traces on the event date of june 17, 2022 at 4:39:19 pm (variable number: 3) due to a broken trace at pins #6 sda and #1 vdd on the chip on the keypad assembly. Moisture damage was confirmed found exclusively inside the battery tube. Retainer ring damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.